Event description:
According to the surgeon: "the novasure instrument was then deployed. The uterine length was found to be 6 cm, uterine width was 4.9 cm. This was dialed into the instrument and attempted passing cavity intactness test was performed. This failed. The surgeon then grabbed the cervix with two single-tooth tenaculum surrounding the myosure instrument and again attempted to pass the cavity intactness test, and this again failed. The myosure instrument was removed. Hysteroscopy was again performed and visualization of an intact uterine cavity was seen. The myosure instrument was then again reinserted, deployed to the same measurements. Gauze with lubrication was then placed surrounding the myosure instrument into the ectocervix and again grabbed with the tenaculum closing the ectocervix, attempted passing the endometrial cavity intactness test, again failed. It was decided that the novasure endometrial ablation would not be performed. The instrument was removed and the uterus was sounded to the same depth as prior to initiation of the procedure."